Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The cathode conductor was determined to have been fractured. There were also compression marks on the inside circumference of the outer tubing and deformed outer conductor coils in the area between 190-220 millimeters from the terminal pin. Due to the location and type of damage, it appeared that the damage was likely caused by entrapment in the clavicle/first rib region.

Event description:
Boston scientific received information that this lead displayed poor sensing and loss of capture. The patient experienced asystole of greater than two seconds. The patient was seen for a lead revision procedure where the lead was explanted and replaced. The lead is to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, the lead has not been received for analysis. Should additional information become available, this report will be updated.

Event description:
The lead has been returned for analysis.